Event description:
It was reported that during coronary interventions, the physician reported having the same problem with an ungiven number of xience prime stent delivery systems adhering to the stent after deployment. No adverse patient effects and no significant clinical delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To assure that all products perform according to specification, all sds are 100% inspected for proper balloon fold configuration and damage on line, and a sampling of units is destructively tested for proper balloon deflation. Return of the xience prime sds may have assisted in the investigation and determination of a cause. Although a conclusive cause could not be determined, there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. The lot number was not provided; therefore, a review of the lot history record will not be performed. A follow-up report will be submitted with all additional relevant information.